Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an air in line alarm. There was no evidence of any air in the tubing. Event occurred while in use with patient and no patient harm/adverse event reported. Settings reviewed: resolution volume 77.3ml, rate 20.8ml

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: no product sample not photographic evidence was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The most probable cause is air detector sensor. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.